Event description:
On (B)(6) 2012, the patient reported that his infusion device was exposed to rain and now the device display is not working. He stated the display functioned for 1 hour after rain exposure and there was a black spot that looked like a pocked of air or water that affected his ability to view insulin amounts. He stated there is water behind the screen of the infusion device and the device is "chirping" but the display is now blank. The patient switched to his backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.